Manufacturer narrative:
The investigation into the stroke/cva event has been completed. The device was not returned for investigation. As the clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old male patient, on impella support, was returned to the intensive care unit (ICU) extubated and doing well, but showed signs of stroke soon after. Patient was taken to the cardiovascular catheterization lab (ccl) for neuro intervention where ischemic infarct found. Extent of intervention unknown, but patient was still intubated and on ventilator support. The pump was subsequently explanted.